Manufacturer narrative:
Follow-up #1: date of submission: 03/07/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 02/29/2016 with the following findings: during investigation, a visual inspection of the pump indicated no evidence of moisture in the display or corrosion in the battery compartment. The complaint of moisture behind the display was not observed. A leak test was performed and revealed a crack in the battery compartment at the threads from inside the battery compartment. The pump case was removed and no evidence of moisture was found inside the pump. Unrelated to the complaint, investigation revealed a dim and reddish display.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.